Manufacturer narrative:
Occupation is patient/consumer. The meter was requested for investigation. The customer changed the batteries prior to calling, but the issue of the dark screen persisted. The battery compartment and the strip guide were clean. The customer routinely cleans the strip guide with the approved solution, even though it has not been contaminated. The customer was advised to clean the strip guide only when contaminated. The customer routinely changes batteries when one bar of power remains on battery icon.

Event description:
We received an allegation of a display issue with a coaguchek vantus meter. The meter went dark, and the patient could not see the screen properly. On (B)(6) 2022 the customer was able to complete the test and see the result of 2.7 inr without issue. The customer did not question this result. The customer states that she was unable to access the options to transfer the result because the meter screen went dark. She turned the meter on and she could see it light up, but was unable to see the menu options. She turned the meter on again and was unable to see display because it was darker than before.

Manufacturer narrative:
The meter was received for investigation. After starting the device, the display stayed black. Due to the lack of background lighting, the display is not visible and cannot be operated. No misinterpretation of results is possible. The cause was determined to be a defect in the display.